Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the surgery of esophagus malignant tumor, when the shell was attempted to be attached to the handle, the secure clips on both sides of the shell were found to be bent toward the inside from the beginning, and the shell was unable to be closed. A new power shell was taken out that was used on the same handle to resolve the issue. There was no patient injury.